Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse cleaned and adjusted the z movement to reduce any binding in the z axis, resolving the issue. The aia-900 was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was a dirty, maladjusted z pickup head. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were two (2) similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported receiving error 2204 (sorter not picking up cup) on powerup with the aia-900 analyzer. The customer is unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.